Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number al9251, and no non conformances / manufacturing irregularities were identified. Additional investigative summary: one photo was received for analysis. Upon visual inspection of the picture, a needle-suture inside one opened overwrap packet of product code 13500t, lot al9251 could be observed. The suture present damaged on the surface of the body; however, no breakages suture was observed. No conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Investigation summary: it was reported that thread is not very resistant, breaking easily, making procedure difficult a needle/suture piece of product code 13500, lot # al9251 was returned for analysis. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture end was observed with marks and lineal cut that appears to be by use of surgical instrument. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: quantity involved was reported as '1'. Three used devices were returned for evaluation. Please clarify: how many devices experienced the reported issue during this procedure? 03 (three). Related medwatch reports - 2210968-2020-05576 and 2210968-2021-00544.

Event description:
It was reported that a patient underwent a queiloplasty + anterior palatoplasty on (B)(6) 2020 and suture was used. During the procedure, the thread was not very resistant, breaking easily, making the procedure difficult. The suture thread broke when making the knot during the procedure. There were no adverse patient consequences reported. No additional information was provided.